Event description:
Account reported three troponin results that were different when repeated. The incorrect results were not used to guide therapy. The field service representative found the sipper probe was malfunction and repaired the instrument by replacing the sipper probe.